Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported pcu had error 133.6080 was likely due to ow battery charge when the unit was initially powered on. The issue was resolved after biomed performed a battery recondition and preventative maintenance. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had error 133.6080. There was no patient involvement. Upon troubleshooting with tech support, biomed performed a battery recondition and preventative maintenance. Unit powers on with no issues. Cause likely a low battery charge when the unit was initially powered on.